Event description:
It was reported that the system displayed a "no signal input" message and would not complete boot up. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.